Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet7 kit on (B)(6) 2018. On (B)(6) 2018, the patient experienced a mild petechial hemorrhage. It was also reported that the petechial hemorrhage was asymptomatic. This event was not considered a serious adverse event. This event was adjudicated to be possibly related to the jet7, and possibly related to the index procedure. No additional treatment was administered for the petechial hemorrhage. This event was considered resolved as of (B)(6) 2018.

Manufacturer narrative:
Please note that the following sections were not referenced on the initial MFR report and are being addressed on this follow-up #01 MFR report: 1. Section h. Box 6. Patient code 1. 2. Section h. Box 6. Conclusions code 1. 3. Section h. Box 6. Conclusions code 2. 4. Section h. Box 10/11. Narrative/corrected data. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.